Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted technical support to report that the bipolar instrument jaws could not open even though it was a new instrument. The customer stated that they were able to control the instrument even though the steel wire was loose. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to mark the defective instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed as planned with a backup instrument of a different kind. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi tse advised the customer to mark the instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.